Event description:
It was reported by the customer that a pyxis medstation es system had no power, and displayed a black screen on the station, which hindered users from accessing medication. The customer stated that there was no delay in accessing medication and confirmed that no patient was harmed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system drawer controller for drawer 6.2 was defective. A field service technician replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction was caused by a faulty drawer controller for drawer 6.2. A field service engineer replaced the drawer controller and inspected/reseated pyxibus cable, retractor band cable and row board cable to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had no power, and displayed a black screen on the station, which hindered users from accessing medication. The customer stated that there was no delay in accessing medication and confirmed that no patient was harmed. There were no adverse events or injuries reported based on this event.